Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is currently unavailable. UDI has been updated accordingly. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the reverse trigger on the compact air drive device was locked and did not work. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred on the eleventh day of an unspecified month. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device trigger was blocked, jammed and moved heavily, the locking reverse trigger was locking and the housing was damaged. The device also failed pretest for check triggers for forward / reverse mode and check reverse locking mechanism. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper service. If additional information should become available, a supplemental medwatch will be submitted accordingly.